Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system with y adapter was used and the pain at the puncture site was intolerable. The following information was provided by the initial reporter: it was found puncture site intolerable. Magnesium sulfate injection was applied to the puncture site with 20 ml wet compress. The pain was relieved after 30 minutes. Md registration certificate#(B)(4).

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7356352. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample could not be obtained for evaluation and testing, but this was treated and received a certificate of conformance for sterility. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system with y adapter was used and the pain at the puncture site was intolerable. The following information was provided by the initial reporter: it was found puncure site intolerable. Magnesium sulfate injection was applied to the puncture site with 20 ml wet compress. The pain was relieved after 30 minutes. Md registration certificate#(B)(4).